Event description:
It was reported, the pt is experiencing a heating sensation at her ipg site while charging. The pt's physician examined the site and did not observe any signs of burning. An sjm rep met with the pt and informed the pt to keep a barrier between the ipg and antenna, to shorten recharge times, and to not enclose the area while recharging. The pt is to follow up in two weeks.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.